Event description:
Follow-up from the provider was received and it was stated the patient has severely refractory epilepsy and was also having behavioral issues as a result of the high dose of multiple medications. She stated the medications were lowered recently to try to resolve the behavioral concerns, which caused the increase in seizure activity. She did not think the vns was causing an increase in seizures, and did not believe there was any issue with the device.

Event description:
It was reported by a vns patient¿s mother that the patient was having seizures and had scheduled an appointment to see if the seizures were due to the vns. Additional relevant information has not been received to-date.